Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Trouble shooting actions confirmed that the windows failed to load because the system registry file was missing or corrupted. The fse restored the ghost image successfully and redid the system setting. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.